Event description:
Complainant reports gastrostomy tube rupture after insertion.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source. Note u.s. List number 155 is equivalent to international list number m190.